Event description:
It was reported that during a da vinci assisted sacrocolpopexy surgical procedure, the site encountered a non-recoverable 26002 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and confirmed errors pointing to armnet1. The tse advised the site to power cycle the system, however, the system powered on with error 319 pointing toward armnet1. The tse advised that the site could perform a hard power to attempt to clear the error, or that the surgeon could disable the universal surgical manipulator (usm) and continue with the remaining 3 usms. The surgeon disable the usm and continue with 3 usm. The site continued the procedure with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced proximal setup joint (suj) on usm1. The system tested and verified and ready for use. Isi received the proximal suj for evaluation, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is received. System log review was performed. Per the review, the following was confirmed: a sacrocolpopexy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm became unavailable after the start of a surgical procedure (post first port incision) and the issue could not be resolved. System unavailability after first port incision could lead to a conversion, which has caused an adverse event due to the patient¿s inability to tolerate the open procedure.

Manufacturer narrative:
Isi received the proximal suj unit for failure analysis, and the reported event was replicated on system triggering 319 error. Unit was transferred to pftp machine and failed at node check missing nodes a, b and c. A golden fiber optic cable was swapped and unit passed all tests. The unit was retested with the original and failed again at node check. As a fix the fiber optic will be replaced. Additional information: a.2, a.3, a.4, a.5, b.7, g.3, g.6, h.2, and h.3 . Evaluation information: h.6 and h.10.

Event description:
Refer to h10/h11 for follow-up information.